Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: burned component on mainboard correction: replaced mainboard. See (B)(4).

Event description:
The following was reported to hamilton medical ag: summary: machine is showing options not found alarm continuously and start ventilation option is disabled.

Event description:
The following was reported to hamilton medical ag: summary: machine is showing options not found alarm continuously and start ventilation option is disabled.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: burned component on mainboard replaced mainboard. See cer (B)(4). UDI related data quality updates only: field d4 was updated with full UDI information as requested.